Event description:
It was reported that the stair chair tread/tracks are worn and broken and cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.